Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple cartridges would not fit onto the pump. Additionally, it was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. The customer declined to provide further information regarding the event.